Manufacturer narrative:
(B)(4). The complaint was not confirmed. No device malfunction or use error was identified. No assignable cause was determined.

Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report by a baxter-employed nurse from (B)(4) of peritonitis in a patient coincident with dianeal pd2 ambuflex therapy for peritoneal dialysis (pd). The action taken with dianeal therapy was reported as ongoing. On (B)(6) 2012, the patient experienced peritonitis, on the same day he was hospitalized. The cause of peritonitis was unknown. On an unreported date, the patient received treatment with an injection of reflin (1gm, od, ip) and tobramycin (40mg once in 5 days). On (B)(6) 2012, the patient was discharged from the hospital. The outcome of the peritonitis was not reported.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. This report of peritonitis was received with no alleged device malfunction or use error; therefore, a sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue is being investigated through CAPA.